Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 5 fr sheath in the right common femoral artery. It was reported that the puncture site was at the inguinal ligament (instructions for use deployment procedure), a hematoma was present prior to sealing and proper occlusive pressure was not obtained during the deployment (instructions for use deployment procedure). Following the deployment, the pt experienced pain at the puncture site. A pseudoaneurysm was confirmed and treatment consisted of a thrombin injection under ultrasound. The event was resolved with no further complications.